Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had a bad fall and the device has not been helping with symptoms since. Patient increased stim but it is still not working. Patient contacted her hcp, but she does not practice at the same facility anymore. Caller wanted to know who can help make adjustments. Caller redirected to follow up with hcp to address symptoms. There were no further complications reported. Information omitted pertained to related pe (B)(4) rx of sx after back surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they could feel the stimulation but that it didn¿t last. The patient mentioned that they had no symptom relief and had to push hard to urinate. This issue was noted as a gradual onset. They reported that they had a fall and it was then the return of their symptoms started. They indicated that if can be a 10 minute process to go to the bathroom and had to push so hard they go hemorrhoids before. As an action taken prior to the report, the patient ¿tried pushing it up¿ but ¿it is not doing anything¿. Follow up information received from the patient on (B)(6) 2019 reported that x-rays showed they had a broken shoulder. Their knees were bloody and bruised. As a step taken to resolve the issue, the patient went to their doctor on (B)(6) 2019 and the device was now working. They also had their right arm in a sling for 4 weeks and had physical therapy. There were no further complications reported or anticipated. (See general text for non-complaint information rule out)